Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was prepping the catheter to prepare for implanting a taxus express2 2.5x12mm drug eluting stent and the mid shaft snapped into 2 pieces. The lesion was located in the moderately calcified, nontortuous mid right coronary artery (rca). The lesion was pre-dilated with a maverick balloon, unknown size. Another taxus stent, same size was then implanted successfully. No patient injuries or complications occurred. Patient status is satisfatory.

Manufacturer narrative:
The device has been received for analysis, however additional testing has not been completed at the time of this report.